Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having a lot of problems from the device and it was hot in their back. The patient stated they were admitted to the hospital on december 7th and through the 9th and have been in the hospital every day since then. The patient said their healthcare provider (hcp) is aware of the issues and has told them to turn their therapy off. The patient said they are tired of going back and forth to the ER. The patient mentioned they have an appointment with their healthcare provider (hcp) tomorrow to have the device taken out. Agent asked patient if they were having some kind of reaction and patient stated they were not sure. The patient was redirected to their health care provider to further address the issue. The patient has an appointment with their hcp tomorrow.